Manufacturer narrative:
Evaluated by third-party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition to the above findings, it was also determined there was damage to the bottom enclosure for the device and replaced the enclosure on the device. The third-party service center performed a software upgrade on the device and a final test was performed on the device, which passed.